Event description:
The cause of death was determined to be right ventricular failure. The death was not considered as device related. No further information was reported.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported events (abdominal pain, bleeding, infection, neurologic dysfunction, right heart failure, and patient outcome) could not be conclusively established through this evaluation. The center reported that the patient was transferred from a skilled nursing facility on (B)(6) 2019 due to abdominal pain and bloody drainage from their catheter. The catheter was drained showing 1100 ml. Pleural effusion was reported and the patient was hospitalized. The patient also experienced a major infection on (B)(6) 2019. The patient had unsterile specimen taken on (B)(6) 2019 but was not started on antibiotics. The patient underwent a thoracentesis on (B)(6) 2019 which showed no growth. The patient was started on vancomycin starting on (B)(6) 2019. It was ultimately concluded that it was not an empyema but rather a contaminant. It was later reported that the patient experienced hyponatremia on (B)(6) 2019. The patient¿s sodium was 120 and they experienced altered mental status. The patient was transferred to the ICU, tolvaptan was given, and the patient¿s mental status cleared. The patient was moved back to the telemetry floor. The patient ultimately expired due to right ventricular failure on (B)(6) 2019. The center reported that no product will be returning and the expiration was not device-related. Heartmate 3 lvas, serial number (B)(6) was not explanted for evaluation. The hm3 lvas IFU lists bleeding, infection, neurologic dysfunction, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Instructions in regard to preventing infection are provided in various sections of this IFU and the hm3 lvas patient handbook. The IFU also provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site reported the patient expired due to respiratory failure.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site reported the patient passed away. The cause of death is unknown. Around the time of death, the patient experienced a major infection. No further information was reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient was admitted due to abdominal pain complaint and bloody drainage from pluerx catheter. A specimen was taken on (B)(6) 2018 and resulted in no growth. The patient was placed on vancomycin starting on (B)(6) 2019. Infectious disease stated possible lung emphysema present. Sodium level was 120 with altered mental status. Tolvaptan was given and mental status cleared. No further information was provided.